Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 111mg/dl. Unable to troubleshoot. It was also stated that there was a set occlusion. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.